Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The woman received a 2.5x 28mm cypher stent in the left circumflex. Eighteen months later, there was restenosis within the left circumflex. A stent fracture was observed. Small aneurysms lined the intima along the stent, and the stent appeared to be discontinuous with a clear gap between the two segments. The pt was treated with several multi-link vision stents.